Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced a no image during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from the customer. The device was a ultrasound gastrovideoscope.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Correction: b5 updated fields: d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing forceps elevator adhesive at the forceps cover and a chip on the pink probe. A root cause could not be identified. Based on the results of the investigation, it is likely that the following factors led to the malfunction: regarding the customer allegation, it was due to fluid on the connector. For all the newly identified malfunctions, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.